Event description:
On (B)(6) 2014, the patient reported that she had experienced a blood glucose level of hi. While troubleshooting the elevated blood glucose level, she found insulin had leaked from her insulin cartridge from the plunger and into the cartridge compartment of her infusion device. She also found that her cannula had blood in it. The patient switched to a different infusion device and her blood glucose level returned to normal. No adverse event was reported. The insulin cartridges were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.